Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 01/05/2024, it was reported that the patient was not experiencing any symptoms while sitting in his recliner at home. However, the patient suddenly lost consciousness. The patient reported his friend came to check on him and found him passed out. The patient¿s friend called an ambulance. A bg meter test was done, but the patient cannot recall the specific value. No cgm comparison value was provided either. However, the patient stated the readings were ¿50 points off¿. Once ems arrived, the patient was transported to the ER. The patient cannot recall any treatment/ medication details for this event, besides receiving an unspecified IV. The patient was discharged home after 3 days. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.